Event description:
It was reported that " whilst attending a teleflex ez-io cadaveric procedural lab at st andrews school of medicine - scotland, the below clinician received a needlestick injury when removing a 25mm ez-io needle following a proximal tibial insertion. There is no issue with product quality or defect of the product. Local needlestick procedure followed in form of encouraging bleeding of site and thorough disinfection. Due to the nature of the cadavers being embalmed, the facility advised that the process kills all known bacteria and infections in the donor. The clinician has been tested and is clear for transmitted diseases. They are reported as healthy with no harm from the incident."

Manufacturer narrative:
(B)(4). Complaint verification could not be performed as no sample was returned for analysis. The customer stated, "whilst attending a teleflex ez-io cadaveric procedural lab at st andrews school of medicine - scotland, the below clinician received a needlestick injury when removing a 25mm ez-io needle following a proximal tibial insertion. There is no issue with product quality or defect of the product. Local needlestick procedure followed in form of encouraging bleeding of site and thorough disinfection. Due to the nature of the cadavers being embalmed, the facility advise that the process kills all known bacteria and infections in the donor." The IFU for this product states , "important: only handle ez-io needle set by the plastic hub." The IFU also states, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet. Place stylet into needlevise for sharps containment. Note: place the needlevise on a flat stable surface. Immediately following use of a needle , use a one-handed technique holding the stylet hub, firmly insert the sharp pointed tip straight down into the opening in the needlevise until it stops. Do not hold needlevise with free hand. Dispose of opened sharp into needlevise whether or not it has been used." Based on the information provided, it was determined that unintentional user error likely caused or contributed to this event. No further actions are required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " whilst attending a teleflex ez-io cadaveric procedural lab at (B)(6), the below clinician received a needlestick injury when removing a 25mm ez-io needle following a proximal tibial insertion. There is no issue with product quality or defect of the product. Local needlestick procedure followed in form of encouraging bleeding of site and thorough disinfection. Due to the nature of the cadavers being embalmed, the facility advised that the process kills all known bacteria and infections in the donor. The clinician has been tested and is clear for transmitted diseases. They are reported as healthy with no harm from the incident."

Manufacturer narrative:
Qn# (B)(4). UDI not complete as the lot# was not provided by the customer.